Manufacturer narrative:
The investigation determined that lower than expected vitros valp results were obtained for multiple patient samples processed on the vitros 5,1 fs chemistry system when compared to alternate valproic acid methods. The root cause is reagent related due to the vitros valp reagent lot value assignment process. Ocd is currently identifying actions to address the negative bias of vitros valp patient results compared to alternate methods.

Event description:
Internal testing performed by ocd product support generated lower than expected vitros valp results for multiple patient samples processed on the vitros 5,1 fs chemistry system when compared to alternate valproic acid methods. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected results were generated during internal testing, therefore patient treatment was not affected. There was no report of patient harm as a result of this event. This report is number six of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).